Event description:
A other healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor night vision. The iol was exchanged for another lens model 3 months following the initial implant procedure. The clinical reason for explant mentioned as difficulty to adapt the multifocal lens. Additional information has been received and stated that patient began complaining about symptoms associated with multifocality at the 1 week post operation visit. Patient vision remained sc 20/20 nv 6 point until the 1 month post operative visit where her sc dv was 30/30-blurry and refracted to +0.75 sph. The refractive error along with glare and halos was the reason for expant. In surgeon¿s opinion both the multifocality and possible iol shift caused the explant.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).